Event description:
A vaxcel PICC that had been therapeutically placed in a patient on 9 march 2006 exhibited a hole in the catheter extension the next day. The complainant described the hole in the device as a rippled tear in the clear portion of the tubing distal to the suture wing. The complainant indicated that during the insertion procedure on the previous day, the user had difficulty advancing the guidewire into the superior vena cava (svc), and encountered some resistance with the catheter when it was then threaded over the wire into the vessel. The complainant also reported that the clinicians encountered resistance when removing the wire. The device was successfully removed from the patient and the complainant stated replacement PICC was required. No sequellae was identified by the complainant as a result of the reported problem.